Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to malfunction. A new inflatable penile prosthesis was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to malfunction. After the initial implant surgery, the doctor ordered the patient a period of 5 to 6 weeks of postoperative rest before starting to use the device.after this period the patient communicated to the physician that the prosthesis did not work correctly. The doctor verified that even if the pump operated, it would not completely fill and the prosthesis would not work properly. During replacement surgery the components were checked, and a loss of fluid was observed at the connection of the pump to the cylinders. The reservoir was found to be ok, and since it was only a few months old, the doctor decided to keep it and to change all the other components. A new inflatable penile prosthesis cylinder and pump components were implanted. The patient was stable following the procedure.

Manufacturer narrative:
Device evaluation the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed with specification; no leak was found. Cylinder 2 has a large leak in the input tube sleeve which connecting to the cylinder. A large hole was present. This hole/damage was the result of sharp instrument damage. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed fluid leak in the connection of the pump to the cylinder. Product analysis therefore identified a pump failed activation as the most probable cause of the mechanical issue.

Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to malfunction. After the initial implant surgery, the doctor ordered the patient a period of 5 to 6 weeks of postoperative rest before starting to use the device.after this period the patient communicated to the physician that the prosthesis did not work correctly. The doctor verified that even if the pump operated, it would not completely fill and the prosthesis would not work properly. During replacement surgery the components were checked, and a loss of fluid was observed at the connection of the pump to the cylinders. The reservoir was found to be ok, and since it was only a few months old, the doctor decided to keep it and to change all the other components. A new inflatable penile prosthesis cylinder and pump components were implanted. The patient was stable following the procedure.